Event description:
Caller reported results discrepancy between inratio and lab. (B) (6) 2009: inr meter 1.2, inr lab 2.2. Meter inr 1.5. One day later 2.1. Inr meter 2.1 inr 1.5 and 1.0 week later. Pt also received errors: nes, 141, 114.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for eval. Investigation is pending.